Event description:
During the cea procedure, the balloons on the shunt failed to inflate. Doctor decided to use a vessel loop and continued the procedure. After the procedure, the pt had a stroke. It is inconclusive if the device failure contributed to the stroke since the device failed at the beginning of the procedure and the physician continued and finished the procedure. Additionally, the physician confirmed that the pre use check of the device was not conducted even though it is required by the IFU.

Manufacturer narrative:
The device was not returned for the evaluation. We were not able to verify the failure. However, the sales rep visited the hospital and reviewed the complaint device on site. He found signs of degradation on the balloons. The root cause of the balloon degradation is inconclusive. Sometimes signs of degradation appear before shelf life expiration due to the environmental storage conditions (the heat, light and/or humidity experienced by the packaging and device prior to use). Since natural rubber latex is acted on by environmental conditions, we always recommend our customers storing products in a cool, dark area away from fluorescent lights, sunlight and chemical fumes to prevent premature deterioration of the rubber balloon. The device history records were reviewed and all manufacturing and quality inspections were completed in accordance to the instructions. Please note that the physician did not follow the IFU. The IFU requires to conduct pre use check for all devices to prevent the events described in this report.